Event description:
Customer reported having a keypad anomaly on the insulin pump. Customer also mentioned that the issue was with the esc and act buttons. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarms noted during testing. All buttons functioned properly. No damage to keypad traces, however connector on lcd board was unlocked during visual inspection. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.